Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and tooth disorder ('dental problems') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included asthma. Previously administered products included for prevent pregnancy: birth control pill from 2004 to 2006. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel reaction") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("rashes or skin conditions type: break out in hives,"), urinary tract infection ("bladder or urinary problems or changes:urinary tract infection"), nausea ("nausea,"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss."), myalgia ("muscle pain"), muscular weakness ("muscle weakness") and back pain ("back pain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, non stop)") and menorrhagia ("menorrhagia"). In 2008, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and tooth disorder (seriousness criterion medically significant). In 2012, the patient experienced memory impairment ("psychological or psychiatric problems condition: hard time remembering"). In 2014, the patient was found to have weight increased ("weight gain,"). In (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: hot flashes one minute fine /next minute not ok,"). On an unknown date, the patient experienced cystitis ("bladder infection"). The patient was treated with antibiotics, diphenhydramine hydrochloride, hydrocortisone acetate (hydrocortison), ibuprofen (motrin), nitrofurantoin, paracetamol (tylenol), sumatriptan (imitrex), surgery (anticipated or scheduled date: 2018 unsure of exact date) and teeth removal. At the time of the report, the pelvic pain, hot flush, vaginal haemorrhage, menorrhagia, allergy to metals, memory impairment, urticaria, urinary tract infection, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, myalgia, muscular weakness, back pain and cystitis outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, fatigue, headache, hot flush, memory impairment, menorrhagia, migraine, muscular weakness, myalgia, nausea, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs received. Event bladder infection added. Reporter information, historical drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / chronic pelvic pain'), tooth disorder ('dental problems') and uterine leiomyoma ('uterine leiomyoma') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included asthma. Previously administered products included for prevent pregnancy: birth control pill from 2004 to 2006. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel reaction") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("rashes or skin conditions type: break out in hives,"), urinary tract infection ("bladder or urinary problems or changes:urinary tract infection"), nausea ("nausea,"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss."), myalgia ("muscle pain"), muscular weakness ("muscle weakness") and back pain ("back pain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, non stop)") and heavy menstrual bleeding ("menorrhagia"). In 2008, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and tooth disorder (seriousness criterion medically significant). In 2012, the patient experienced memory impairment ("psychological or psychiatric problems condition: hard time remembering"). In 2014, the patient was found to have weight increased ("weight gain,"). In (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: hot flashes one minute fine /next minute not ok,"). On an unknown date, the patient experienced cystitis ("bladder infection") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with antibiotics, diphenhydramine hydrochloride, hydrocortisone acetate (hydrocortison), ibuprofen (motrin), nitrofurantoin, paracetamol (tylenol), sumatriptan (imitrex), surgery (robotic xi assisted hysterectomy, davinci total laparoscopic hysterectomy w/ bilateral salpingectomy) and teeth removal. At the time of the report, the pelvic pain, hot flush, vaginal haemorrhage, heavy menstrual bleeding, allergy to metals, memory impairment, urticaria, urinary tract infection, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, myalgia, muscular weakness, back pain, cystitis and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for uterine leiomyoma with essure (ess205). The reporter considered allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, hot flush, memory impairment, migraine, muscular weakness, myalgia, nausea, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 237 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: specimens: cervix, uterus and fallopian tubes bilaterally. Essure implants - uncoiled. Complications: none indications: patient with uterine leiomyoma and bilateral essure implants that has suffered from chronic pelvic pain by use of pain medication and desires definitive surgical therapy. Findings: 14 week sized uterus with multiple uterine leiomyoma with the largest approximately 6 cm and calcified in the posterior left uterus. Normal-appearing ovaries with an approximately 1 cm right ovarian simple cyst. Normal-appearing fallopian tubes with 1/2 of essure implants palpable within the proximal tubes bilaterally. Normal-appearing cervix. Normal-appearing liver edge. No abdominal or pelvic adhesions. Description: dr palpated the cornua and uterus and noted that the implants were palpable in the proximal fallopian tube. Incisions were made on the proximal tube and the essure implants were identified. There was no extrusion of the essure fallopian tube through the uterine serosa or myometrium noted. The essure devices were removed with kelly clamps and in the process became uncoiled. The coils were sent for specimen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: reporter added; adverse event "pain" updated to "pain / chronic pelvic pain"; adverse event "uterine leiomyoma" was added; removal information updated; lab data updated; imdrf-FDA synchronization. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / chronic pelvic pain'), tooth disorder ('dental problems') and uterine leiomyoma ('uterine leiomyoma') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included asthma. Previously administered products included for prevent pregnancy: birth control pill from 2004 to 2006. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel reaction") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("rashes or skin conditions type: break out in hives,"), urinary tract infection ("bladder or urinary problems or changes:urinary tract infection"), nausea ("nausea,"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss."), myalgia ("muscle pain"), muscular weakness ("muscle weakness") and back pain ("back pain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, non stop)") and heavy menstrual bleeding ("menorrhagia"). In 2008, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and tooth disorder (seriousness criterion medically significant). In 2012, the patient experienced memory impairment ("psychological or psychiatric problems condition: hard time remembering"). In 2014, the patient was found to have weight increased ("weight gain,"). In (B)(6) 2018, the patient experienced hot flush ("hormonal changes describe: hot flashes one minute fine /next minute not ok,"). On an unknown date, the patient experienced cystitis ("bladder infection") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with antibiotics, diphenhydramine hydrochloride, hydrocortisone acetate (hydrocortison), ibuprofen (motrin), nitrofurantoin, paracetamol (tylenol), sumatriptan (imitrex), surgery (robotic xi assisted hysterectomy, davinci total laparoscopic hysterectomy w/ bilateral salpingectomy) and teeth removal. Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, hot flush, vaginal haemorrhage, heavy menstrual bleeding, allergy to metals, memory impairment, urticaria, urinary tract infection, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, myalgia, muscular weakness, back pain, cystitis and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for uterine leiomyoma with essure (ess205). The reporter considered allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, hot flush, memory impairment, migraine, muscular weakness, myalgia, nausea, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 237 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: specimens: cervix, uterus and fallopian tubes bilaterally. Essure implants - uncoiled. Complications: none. Indications: patient with uterine leiomyoma and bilateral essure implants that has suffered from chronic pelvic pain by use of pain medication and desires definitive surgical therapy. Findings: 14 week sized uterus with multiple uterine leiomyoma with the largest approximately 6 cm and calcified in the posterior left uterus. Normal-appearing ovaries with an approximately 1 cm right ovarian simple cyst. Normal-appearing fallopian tubes with 1/2 of essure implants palpable within the proximal tubes bilaterally. Normal-appearing cervix. Normal-appearing liver edge. No abdominal or pelvic adhesions. Description: dr palpated the cornua and uterus and noted that the implants were palpable in the proximal fallopian tube. Incisions were made on the proximal tube and the essure implants were identified. There was no extrusion of the essure fallopian tube through the uterine serosa or myometrium noted. The essure devices were removed with kelly clamps and in the process became uncoiled. The coils were sent for specimen.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.